Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was having pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2023 where the pocket was repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
The event of a pocket revision was reported to abbott. The location of the device was uncomfortable to the patient. The ipg was relocated and secured in the pocket. There were no complications and effective therapy was restored. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.